Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: relace blower. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: when turned on, a self-test error occurs and technical faults 431002. The blower flow test does not occur in the service menu - no air flow.

Event description:
The following was reported to hamilton medical ag: summary: when turned on, a self-test error occurs and technical faults 431002. The blower flow test does not occur in the service menu - no air flow .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. Correction: relace blower.